Event description:
Customer reported that she had high blood glucose of 491 mg/dl. Customer stated that her insulin pump did not deliver the amount of insulin that it should. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No prime anomaly or error alarm noted during testing. No discoloration found on the insulin pump or reservoir tube. No moisture damage found on the electronic assembly, battery tube, or motor.